Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring of the vaso view hemopro broke, nothing fell into the patient. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).